Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned, a device analysis could not be completed. Upon conclusion of the investigation, the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice device during dwell three of four of peritoneal dialysis therapy. The patient was connected to the homechoice at the time of the alarm. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported event. The power was cycled to clear the alarm and the patient was to contact their nurse regarding the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.